Event description:
It was reported that the right atrial lead dislodged. Attempts to reposition the lead were unsuccessful due to the lead was crushed at insertion point. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received.